Event description:
1. Situation st elevated. 2. Timing during puncture. 3. How to complete the procedure the procedure was terminated since there was a suspicion that air entered in the blood. ·prolongation of hospital stay --- no. ·the physician's opinions on the relationship between the event and the product. (Comments) --- the cause was faradrive. The complaint product(s) will be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).